Event description:
While using depuy 6.5/8.0 cannulated screw set, easy out tip broke inside and became lodged in cannula of screw. Attempting to remove an old screw from previous surgery, the easy out instrument tip broke off in the bead of the screw and left in patient. Sales rep arrived to assist doctor; he made no comment about the broken instrument. Doctor aware; attempted several times to remove screw without success. Procedure all done under fluoroscopy.